Event description:
Boston scientific received information that this right atrial (ra) lead was noted to be non-functioning and not pacing during a routine follow-up. It was noted that the lead had been dislodged during the patient's coronary artery bypass grafting surgery. A revision was performed and the lead was explanted and replaced. No adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
It was noted that the lead would not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.